Event description:
It was reported that needle eclipse 25x1 rb cannula fell off 1 occasion and the shield could not be removed on 3 occasions. The following information was provided by the initial reporter: material # 305761 lot number: 9333313 it was reported: after injection, needle fell off, could not remove shield from 3 needles.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle eclipse 25x1 rb cannula fell off 1 occasion and the shield could not be removed on 3 occasions. The following information was provided by the initial reporter: material # 305761, lot number: 9333313. It was reported: after injection, needle fell off, could not remove shield from 3 needles.